Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent loose luer lock connections. Contact stated that the luer lock connections were loose were due to not securing the luer lock properly. Contact stated that they experienced one event of elevated blood glucose (bg) levels due to this issue on (B)(6) 2016. Customer experienced an elevated bg level of 250 (mg/dl) that was addressed with a bolus. Contact stated that for all events, customer was able to reconnect the luer lock, prime the tubing while disconnected from the infusion site, and resumed insulin delivery.